Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of device history records for manufacturing revealed no complaint related issues. Extension arm broke during activation. The measurable dimensions of the broken extension were checked and found to be in compliance with the technical drawings and specification. The values were in compliance with specification and with the international standard iso. No product fault could be detected. Unfortunately, the information given did not provide sufficient evidence for an exact determination of the failure reason. Nevertheless, a manufacturing related condition can be excluded.

Event description:
Extension arm broke during activation of the device on 15th day. This is 1 of 1 report for event # (B)(4).